Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) had a damaged port and a broken hanger. The output connector was found to be broken and the hanger and o-ring were missing. It was also determined at analysis that there was a backlight electrical issue due to an open connector on main printed circuit board (pcb). The encoder assembly and a knob were contaminated, and the hanger screw was missing. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged port and a broken hanger. The epg was received into service. It was further reported that the external pulse generator (epg), subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.